Event description:
On (B)(6) 2012 the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter was giving him inaccurate high readings as compared to another device. The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(6) 2012. The mss was advised by the patient that he tests at least four times a day and that his normal readings are usually between "140-150"smg/dl" range. On (B)(6) 2012 at 9:40am, during a routine checkup at the hospital, the patient reported a blood glucose result in the "low 200's mg/dl" on his lfs meter and "184mg/dl" on the hospital's meter, performed greater than 30 minutes of each other. The patient stated that he manages his diabetes with insulin, 70 units of lantis taken once in the morning and once in the evening and a sliding scale of novolog taken before each meal, and denied making any changes to his usual diabetes management routine in response to the reported issue. One hour after the alleged issue occurred, the patient claimed that he developed symptoms of being "clammy and sweaty", symptoms that he "normally associates with low blood glucose readings". Shortly after, the rn treated the patient with "sugar" and within minutes, the patient started "feeling better". Ten minutes after being treated, the patient was tested on the hospital's meter again (unknown device) and obtained a reading of "50mg/dl". At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. Replacement products were sent to the patient. This complaint is being reported because, the patient developed symptoms of severe hypoglycemia and received medical treatment for an acute complication of diabetes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.